Event description:
It was reported that "the patient complained that she still had pain. The doctor went in to check the placement of the screws and the unilift. After the surgeon removed the blockers and rods, he put light pressure to move the direction of the head. At that time, the head became detached from the screw portion. The screws were replaced, and the surgery ended with no complications."

Manufacturer narrative:
Codes and further information will be provided on a supplemental, following the engineering evaluation.